Event description:
It was reported that patient said this morning(B)(6) 2024 they were having spasms in their vagina, like little electrical things they could feel up inside there, then it subsided then started back up and went for 2-3 hours but has stopped now, they don't feel it. Patient said they called their doctor and they told them to turn off their device. Worked with patient to use their equipment to synch with their implant and patient reported seeing por (power on reset) message. Reviewed the meaning of por and redirected to their doctor to further address the issue. Pt said they have an appointment for tomorrow. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.